Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she received a suspend before low without any alert or alarm. Customer's blood glucose value was 84 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that after the self test the insulin pump still wont give an alarm. Customer reported they did hear the differences between the two audio beep volumes 1 and 5. The device will not be returned for analysis.